Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
It was reported that during an attempted implant, the physician took the lead out of the box and observed that the helix was already extended. After trying to implant, the lead several times in the ventricle, the physician felt it was impossible to find the right position due to persistant dislodgement. The physician analyzed the behavior of the lead outside of the patient and noted that the number of turns to extend the helix was not consistent with the manual. The physician elected to remove the lead and replaced with a new lead successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The analyst noted that helix extension/retraction and length testing were all performed and all results, including electrical testing, were within specified parameters.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.